Manufacturer narrative:
Device code a180104 contamination with chemical or other material. The returned spaceoar vue was analyzed. The device returned with the following components: the diluent syringe, the vented via adapter and the vial. All components returned assembled. The diluent syringe returned empty. Also, the vial returned with the solution already properly mixed. However, two foreign matters are inside the vial. In addition, a microscope inspection was performed, the device was inspected under magnification, and it was possible to see that two foreign matters were inside the vial. A mtac (atr-ir) test was conducted, and it was noted that the particulate matter was grey and visually similar to the septum (the rubber stopper) which was pierced and may have been missing material from the inside. A labeling review was performed. The instruction for use (IFU) listed the steps for the kit preparation of the device, it mentions "with one hand pick up the vial, with the other hand pick up the packaging cup. Attach the vial adapter in the cup to the vial by pushing together until fully seated". There is no indication that the device was not used in accordance with the labeling. The IFU has no issues with translation, wording, or graphics. A device history record review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. With all the available information, boston scientific concludes the reported event of device foreign material present in device was confirmed. Based on the evidence of mtac results, the gray particulate found inside the returned vial is visually similar to the rubber stopper, which was pierced and may have been missing material from the inside. This condition can be cause by the user twisting the vented vial adapter (vva) during connection to the vial, as a consequence a fragmentation/flaking of the rubber stopper can occur. Twisting the vva is not consistent with the instruction to push the vva and vial together until fully seated, but this could have been occasioned inadvertently by the physician. Therefore, based on the available information, this reported event is assigned a probable cause of "unintended use error caused or contributed to event", indicating that interaction between the user and the device caused or contributed to the error.

Event description:
It was reported that foreign material was found floating in the spaceoar diluent syringe. The procedure was completed with a second kit. No patient complications were reported as a result of this event. The procedure was completed with a second spaceoar kit.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a180104contamination with chemical or other material.

Event description:
It was reported that foreign material was found floating in the spaceoar diluent syringe. The procedure was completed with a second kit. No patient complications were reported as a result of this event. The procedure was completed with a second spaceoar kit.